Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during investigation, the complaint of a cracked display was not duplicated during investigation. Unrelated to the complaint, he pump was powered on and the display was found to be dim and discolored and the battery compartment was cracked in two places. The keypad was intact; no damage was observed. Also unrelated to the complaint, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery function. All other keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under the contrast button contact.